Event description:
It was reported that during evaluation at the manufacturer facility, one device tip was found to have silver plating material missing, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.